Event description:
It was reported that the device could not be interrogated and had no output. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted 2008 (B)(6). (B)(4).